Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the magnet site. On (B)(6) 2015 the patient was prescribed a 14 day course of oral antibiotics. The implanted device remains.